Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited under-sensing and no capture. Chest x-ray was performed and confirmed that the rvlp had dislodged and migrated to the pulmonary artery. The rvlp was explanted and replaced with a insertable cardiac monitor. Patient condition was stable.

Manufacturer narrative:
The reported events of device dislodged or dislocated, under-sensing, and failure to capture were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Sensitivity test, output parameters evaluation, electrical and mechanical analysis, and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.